Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Caller stated that the customer's blood glucose was 385 mg/dl, she gave him an injection and the blood glucose reading was 125 mg/dl at the hospital. Caller stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.